Event description:
Patient self tester alleged potential low results with inratio. Results are as follows: (B)(6): inratio = 1.8, (B)(6): inratio = 1.8, (B)(6): inratio = 2.0, (B)(6): inratio = 1.6, (B)(6): inratio = 1.8, (B)(6): inratio = 1.6. Therapeutic range is: 2.0 - 3.0. It was mentioned that there may have been a mix-up in the past with warfarin dose; 5mg and 7.5mg tablets may have been confused and switched on some days. Patient self tester would not provide dates during which this may have happened, did not want to discuss any further and stated it was not longer a possibility.

Manufacturer narrative:
The customer did not provide a reference value for comparison. Product support was unable to determine the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.